Event description:
It was reported the trial started on (B)(6) 2013 and the patient had to go to the emergency room because ¿it got infected.¿ the trial device was removed at that time, and reportedly the patient was ¿still peeing a lot.¿ the patient was redirected to their doctor.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).